Event description:
On 12/20/96, the individual was first notified she was suffering from latex allergy. The allergy allegedly is the result of continuous wearing of latex medical gloves while performing her job duties.